Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) after their blood glucose levels reached 21 mmol/l (378 mg/dl). The patient received an occlusion alarm while wearing the pod between 49 and 71 hours on the arm. The patient began feeling dazed, confused and had difficulty speaking. On the way the ER, the patient placed a new pod. At the ER, the patient had blood tests done and was told they had ketones in the blood, but did not specify the levels. The patient was discharged after 3 hours. The patient did not receive any other treatment while at the ER.

Manufacturer narrative:
The pod was received fully deployed. The download data showed that an occlusion alarm had been generated and timeouts were observed. The observed hazard alarm confirms the user reported event. No damages or deficiencies were observed that could have contributed to the alarm. The exact cause of the alarm could not be determined.